Manufacturer narrative:
(B)(4).

Event description:
It was reported that the actual residual volume was greater than the expected residual volume. Around 7ml was expected but 20ml was aspirated. No info was available on pt status and the drug infused. Additional info has been requested, but was not available as of the date of this report.